Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with a bacterial driveline infection. The cause of the event was reported as due to the patient's condition. The patient received unspecified surgical and drug therapy. No additional information was received.

Manufacturer narrative:
The device remains in use supporting the patient and was not available for evaluation. A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.